Event description:
The inner cannulae would not seat and lock properly to the outer cannulae on three (3) size 10 lgt, laryngectomy tubes. The problem on the first 10lgt device was detected immediately after insertion of the outer cannula when attempts to insert and lock the inner cannula were unsuccessful. Prior to removing and reintubating the pt, two more devices were tested and found to reportedly have the same problem. A fourth 10lgt device was tested, accepted and inserted with no further problems. There was one (1) pt involved. Two (2) 10lgt devices were returned to the MFR on 3/19/97 and processed to the quality analytical laboratory for analysis and investigation.